Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 8.5cm to 9.1cm from the connector pin. The abrasion was consistent with friction to the device can.